Event description:
It was reported that the patient stated not being able to squeeze the pump of an inflatable penile prosthesis (ipp) as it was "hard as a rock". The patient had an appointment with the physician for the initial activation but the physician was unable to touch the patient due to the coronavirus restrictions. The patient indicated this caused him to not be fully trained on the device. The patient watched the video and read the training material but was still unable to pump the device. Patient liaison provided troubleshooting maneuvers. The patient would try these techniques and would contact patient liaison if there were any further questions.